Manufacturer narrative:
This event is related to the event reported under MFR number: 3007042319-2017-03507 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed melena on (B)(6) 2015 with a subsequent drop in his/her hemoglobin. Of note, the patient's post-operative course had been complicated by previously captured encephalopathy and continuing ileus. The patient was treated with a blood transfusion. An endoscopic gastroduodenoscopy (egd) the next day revealed only non-bleeding "scope trauma". At this point, the patient's melena was thought to be due to angioectasias post-vad placement and to anticoagulation therapy. The patient's melena continued requiring further blood transfusions. Laboratory testing on (B)(6) 2015 revealed a supratherapeutic international normalized ratio (inr). A mesenteric angiogram on (B)(6) 2015 revealed a mesenteric artery that was "ok" and an inferior mesenteric artery that could not be assessed due to scar tissue. The patient's melena is reported to have continued and a push enteroscopy on (B)(6) 2015 revealed a healing ulcer in the body of the stomach and a few small areas of likely scope trauma that were non-bleeding. On (B)(6) 2015, a flexible sigmoidoscopy revealed old blood and clots but the site noted that the prep for the procedure had been sub-optimal. The next day, a tagged red blood cell (rbc) scan revealed a bleed in the proximal descending colon with old blood and clots. There were no areas of bright blood or evidence of suspicion for recent bleed seen. The patient's melena continued requiring daily blood transfusions. A repeat arteriogram with superselective embolization of the distal branches of the inferior mesenteric artery was performed. The site reported that this did not really fix the problem and a repeat flexible sigmoidoscopy was performed on (B)(6) 2015. This study revealed an ischemic ulcer in the distal descending colon/proximal sigmoid colon consistent with where the embolization had been done. Endoclips were placed and the area injected with epinephrine. The patient continued to show evidence of anemia and a general surgeon was consulted. Because of the patient's multiple comorbidities, they were reluctant to consider a colectomy. A repeated tagged rbc scan on (B)(6) 2015 revealed acute bleeding into the left hemi-colon. After discussing this with the patient's family, they decided to go ahead with the surgery. A flexible sigmoidoscopy on (B)(6) 2015 revealed that the ischemic ulcer had decreased in size, was clean and had no evidence of bleeding. The patient is reported to have declined surgery at this time. He/she continued to bleed and was requiring daily blood transfusions. On (B)(6) 2015, the patient's family requested a do not resuscitate status with continued aggressive treatment and care. On (B)(6) 2015, the patient was noted to be lucid and stated that he/she did not want further blood transfusions. His/her family agreed to no further packed cell transfusions but wanted to continue with cryoprecipitate, platelet and fresh frozen plasma (ffp) transfusions as needed. On (B)(6) 2015, the patient opted to stop dialysis. On (B)(6) 2015. The patient's hemoglobin and hematocrit levels dropped on (B)(6) 2015 and continued to drop. In total, the patient is reported to have received (B)(4) units of packed cells, seven units of ffp, (B)(4) units of platelets and (B)(4) units of cryoprecipitate between (B)(6) 2015. The patient expired on (B)(6) 2015. The primary investigator reported that the event was related unrelated to the implant procedure and possibly related to the study device, the patient's condition and to the patient's anticoagulation therapy. No further information has been provided.